Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit was leaking/overheating. It kept on alarming. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no relevant service within review period. The customer issue was unable to be replicated during the pump power-on test and the 40-minute run time test. No evidence of leaks or overheating was found. The device was operating within specifications. The performance verification test was performed, and the device passed all testing criteria thereafter.